Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's issue has been resolved.

Event description:
The pt reportedly experienced a stitch abscess at the incision site. The pt's site was cleaned with antibacterial soap and double antibiotic ointment was applied, two to three times a day. The pt was prescribed ten days of augmentin. Non-use was recommended for three weeks.

Manufacturer narrative:
This is the final report.